Event description:
It was reported that the customer was hospitalized with a blood glucose level that was "high" (specific value was not provided) and experienced diabetic ketoacidosis, nausea, dizziness and felt "very sick." Reportedly, the customer alleged that the pump software did not accurately adjust the amount of insulin delivered. Tandem technical support (cts) performed a system check and performed a review of the pump data to determine a possible cause. Cts determined that the pump functioned as intended and the suspected cause was having a basal rate that was too low. Customer updated their pump settings with healthcare provider to address the event. The customer declined further assistance from tandem technical support regarding the issue. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.